Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-05307 and 2134265-2015-05516. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled to view unspecified target lesion. During the procedure, an error message was indicated and automatic pullback could not be performed. Although it worked sometimes but reconnection and rebooting failed to resolve the issue. The physician performed imaging manually with the same device to complete the procedure. No patient complications were reported and patient condition is good.